Event description:
It was reported by user reported a failure of app to scan a qr code on an android device. No more information available.

Manufacturer narrative:
The reported complaint is for the iadjust mobile application, which is a component of taylor spatial frame software, therefore no devices will be returned for evaluation. No screenshots or log files were provided for review. This event has been communicated to the tsf product development engineer for their consideration.